Event description:
Crrt (gambro) device alarmed for air in line. Nurse re-tested alarm and then noted that the circuit had more than 25% air. On further eval, the replacement bag was completely empty and collapsed on itself. Unable to return blood because of the air in circuit. Pt lost approx 120 milliliters of blood. Physician and ICU attending notified. Vital signs stable. Clinical interventions effective in preventing further harm to pt. Biomed sequestered equipment and holding for eval.